Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. They also disclosed a history of long-term azithromycin use and ongoing weekly dialysis. For years and been in weekly dialysis. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. The user requested sensor removal and opted not to have a new sesnor inserted. Subsequent attempts to contact the user were unsuccessful, and the sensor was not returned to senseonics by the time of complaint closure.a review of dms confirmed that user is no longer using the system. No further resolution was possible due to lack of response from the user. B4.date of this report 10 march 2026. G3.date received by the manufacturer? 10 march 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.